Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2026. During the procedure, it was reported that the cutting wire was cut off during use. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.